Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. Event description: it was reported that during surgery on (B)(6) 2021, a piece of the znn cmn lag screw reamer broke off in the patient's femur. A new reamer had to be used to complete the procedure. This resulted in a surgical delay of 15 minutes. Review of received data: no medical data relevant to the case has been received. Due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. Conclusion: it was reported that during surgery on (B)(6) 2021, a piece of the znn cmn lag screw reamer broke off in the patient's femur. A new reamer had to be used to complete the procedure. This resulted in a surgical delay of 15 minutes. A review of the device history records could not be done due to missing product information. Therefore, it is unknown how long this device has been on the market and how many times it was used. Based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the investigation the reported event cannot be confirmed. Neither x-rays, clinical reports, nor the involved device or photos of the involved device were received. Additionally, it is not known if the fractured bit of the reamer remained in the patient's femur or could be retrieved intraoperatively. Any surgical and/ or patient related factors that may have contributed to the fracture are also unknown. Based on the lack of information regarding the event and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No change in event. Investigation results available.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery, a piece of the auger got fractured in the patient's femur so a new screw has been used. The surgery was delayed by 15 minutes. No impact on the patient, delay just to change the ancillary. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.